Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See manufacturer report numbers 2032227-2015-41618 and 2032227-2015-38341.

Event description:
Customer's attorney reported via mail that the customer started experiencing high blood glucose around (B)(6) 2013. Customer's blood glucose was 714 mg/dl and he suffered from nausea, vomiting, dizziness and abdominal pain. The customer went to the emergency room and was diagnosed with diabetic ketoacidosis and hyperglycemia and was admitted for four days. She was taken off the insulin pump until (B)(6) 2013 and was hospitalized again from (B)(6) 2013 to (B)(6) 2013. Blood glucose value was 922 mg/dl and was treated with insulin drip. It was found that the infusion set was occluded. Customer changed it and blood glucose level returned to normal. She was hospitalized again on (B)(6) 2013. It was stated the insulin pump was under delivering insulin during the night and caused hyperglycemia. It was stated that the product would be under legal hold and may not be analyzed.